Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 14-dec-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the door two was failed. The field service engineer (fse) found that all tower door latches were the older style and replaced them with a new set of revised latches. One new latch for tower door 3 was faulty and was replaced again. Fse also identified that the tower door 4 also continued clicking, but latch swaps showed the issue remained with the door 3 connection. The fse then replaced and reconfigured the controller board, which resolved all remaining tower issues. Fse also performed general inspection, verified the wire shelf clip, cables and bulbs and confirmed all were functioning properly. The system functioned as intended after the field service engineer had repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary tower rh_tl_prp_rec_b dr 2 door repeatedly failed. The door latch required replacement, and the user was unable to retrieve or fill medications from the drawer. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.